Event description:
It was reported since the pt's (B)(6) ipg was explanted, the pt is experiencing pain and observed a 'lump' in the ipg pocket site. An ultrasound of the pocket indicated presence of a plastic object 2.7cm long. It was confirmed that the eon port plug is 2.7cm long. Surgical intervention is pending to explore the pocket site to identify the unknown object.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.